Event description:
Patient called allergan and reported noticing last year being able to eat more, gaining weight, and feeling still hungry. Patient also mentioned "eating too much." Per patient, surgeon "discovered fill doesn't work" and a barium swallow study and x-ray were performed. Per patient, saline was added to the device and "the leak in the tubing next to band" was noted. Explant surgery/tubing repair was discussed with the patient however explant surgery has not been performed or scheduled at this time. The (by the patient) reported event(s) have not been confirmed by a health professional at this time. Follow up in progress.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event and was asked to return the product for analysis through their physician. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Unsatisfactory weight loss is a physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan does not guarantee that every patient will achieve desired weight loss. Further information from the patient's surgeon regarding the serial number of the device and the return of the product for an analysis has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation fo the band may occur due to leakage from the band, the port or the connector tubing."